Manufacturer narrative:
Customer's observation was not replicated in-house with retention devices. Retention devices were tested with 25 miu/ml cutoff hcg urine control and 3 high level of hcg urine controls (201.8 iu/ml, 202.6 iu/ml and 227.3 iu/ml), all results were positive at read time. No false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined without patient specimen in-house analysis. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subject to tracking and trending.

Event description:
According to an email from a distributor, a customer has had at least two pregnancy tests that gave negative results and their home pregnancy tests and blood work gave positive results. No patient information was provided and no actual test results from the patients' blood work provided either.